Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted it to be densely adhered to the surrounding tissues. Upon dissection, a hypertrophied ilioinguinal nerve was noted to be trapped on the posterior surface of the mesh; it was cut at the base and the rest of the nerve was resected en mass with the mesh. It was reported that the patient experienced severe pain, failed graft incorporation, adhesions, nerve compression and emotional/psychological injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7.

Manufacturer narrative:
Date sent to the FDA: 10/15/2024. Additional b5 narrative: it was reported that the patient underwent hernia repair on (B)(6) 2010 and prolene was implanted. It was reported that the patient underwent recurrent incisional hernia on 5/3/2012 and ultraprolight was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2009 and ultrapro was implanted. The patient experienced chronic abdominal pain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.